Event description:
(B)(4). Sharp stabbing pain pelvic, discharge, back and leg pain, heartburn, headaches, migraines, dizziness, tingling sensations in my head, anxiety, mood swings, unexplained easily bruising.